Manufacturer narrative:
(B6).

Event description:
Information was received indicating that upon extubating the patient with a smiths medical portex® clear soft seal® cuff endotracheal tube, the cuff could not be deflated. The inflation line was then cut and the tube was removed with no adverse patient effects.

Manufacturer narrative:
One medical portex® clear soft seal® cuff endotracheal tube was returned for analysis in used condition. Upon visual inspection the inflation line was found to be cut with the cuff and pilot balloon deflated. No functional testing performed due to inflation line being cut. Relevant documents were reviewed and deemed adequate. Line clearance records, training records, and relevant procedures were audited with no discrepancies found. The tracheal inflation line was reviewed on (B)(4) samples from the manufacturing process with no discrepancies found. Based on the evidence there is no root cause as the complaint was not confirmed.